Manufacturer narrative:
(B)(4).

Event description:
The customer contacted beckman coulter inc (bec) to report that their act diff instrument dripped approximately 3ml of fluid from the probe onto the counter top during startup. The potentially of blood, controls, diluent or clenz may leak from the probe. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. Patient results were not impacted by this event. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. The customer did not review the msds; however, the facility does have exposure control or risk management plan in place. On the day of the event, a customer technical specialist (cts) assisted the customer over the phone with flushing out the probe wipe vacuum path. After several startup cycles the probe wipe still dripped onto the bath cover and counter. On (B)(6) 2012 the field service engineer (fse) found the pinch tubing had slipped out of pinch valve lv7. The fse replaced the tubing, which resolved the probe drip issue. The repair was verified and system validated. The cause of the leak was the pinch tubing that slipped out of the valve.